Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, arcing between fenestrated bipolar and ¿endoshear¿ instruments was seen. The surgeon suspected that arcing was the result of two instruments being too close to each other. Although, no patient harm, adverse outcome or injury was reported, it is unknown the true cause of arcing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noted arcing between fenestrated bipolar and ¿endoshear¿ instruments. The surgeon suspected that arcing was the result of two instruments being too close to each other; however, a true cause of the arcing is unknown. There is no report of patient injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.